Event description:
It was reported that the patient received a vibratory alert for low impedance measurements and high capture thresholds. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.